Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hot charger on (B)(6)2015. Patient stated that while the charger was plugged into the outlet it became very hot. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).